Event description:
Boston scientific received info that during a follow-up visit, ventricular tachycardia episodes had been stored. Technical services reviewed the electrogram and suspected loss of capture. It was noted that this occurred during the right atrial lead revision procedure that was one month prior. The lead remains implanted. Boston scientific did not make the event date available.